Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture in the pump. During investigation for unrelated allegations, there were 3 additional audio bolus w/ moisture failures revealed during product investigation due to a bolus button leak and moisture in the pump.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-19 years of age and between 113 and 158 pounds. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture in the pump. During investigation for unrelated allegations, there were 3 additional audio bolus w/ moisture failures revealed during product investigation due to a bolus button leak and moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-19 years of age and between 113 and 158 pounds. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.